Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007; inratio: 5.8; lab: 10.8; date: 2007; inratio: 4.9; lab: 5.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007; inratio: 5.8; lab: 10.8; 5.4; mean: 8.3; confidence limits: cannot be determined. Date: 2007 inratio: 4.9; lab: 5.4; mean: 5.15; confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the mean > 5.0 and difference between inr's > 2.2. The values were considered inaccurate. For the second set of data, the mean > 5.0 and the difference between inr's was < 2.2. The values were not considered accurate. Patient was given vitamin k. This is adverse event case. Products will be tested when returned.